Manufacturer narrative:
The complaint device was not returned to maquet cardiac surgery for investigation; therefore, it could not be evaluated. To verify that the product continues to meet our performance requirements, a retain sample from the same lot was fully tested and was found to be in conformity with all product specifications. Because we cannot evaluate the complaint product, we are unable to confirm the reported complaint. There was no nonconformity recorded in the lot history which would be considered related to the reported event. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the jaws did not line up on the vasoview hemopro 2. A replacement device was used to complete the procedure. The hosp did not report any pt effects.